Manufacturer narrative:
B3: the date of event is an estimation as the actual event date was not provided. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed at an unknown date. This report is for user two (2) of two (2). The consumer reported a family member encountered a false negative result with the binaxnow covid-19 ag self test performed at an unknown date. Although requested, no additional information regarding the family member was obtained.

Manufacturer narrative:
B3: the date of event is an estimation as the actual event date was not provided. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed at an unknown date. This report is for user two (2) of two (2). The consumer reported a family member encountered a false negative result with the binaxnow covid-19 ag self test performed at an unknown date. Although requested, no additional information regarding the family member was obtained.